Event description:
An autotome sphincterotome was used in an endoscopic retrograde cholangeopancreatography (ercp) procedure on a male pt (age and weight unk) in 2007. According to the complainant, "during the procedure when the sphincterotome was deployed, the doctor noticed the wire point only, but no [wire] loop....multiple x-rays were done to see if the wire was inside the pt. The physician did not see the wire in the pt." Multiple attempts to ascertain info about the pt's condition following the event were unsuccessful.

Manufacturer narrative:
A visual examination of the returned device revealed a break in the cutting wire (see figure 1, page 3). The two wire remnants appear to have connected and formed a complete loop prior to breakage. This indicates that there were no wire fragments created by this event. A functional evaluation revealed that the wire moves as intended when the handle is activated, but the wire does not exit the shaft properly. The root cause of the damage is undetermined. A review of the device history record for the pertinent lot was performed; no relevant anomalies were noted. A search of the complaint database did not identify any additional complaints recorded for this lot. The oct. 2007 15-month autotome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.